Event description:
The customer stated that a cell-dyn 3200 hemoglobin result of 5.93 g/dl was reported on a female patient in 2009. The result was verified on the cell-dyn 3200 analyzer (5.85 g/dl) and by smear review. The patient went to the physician the same day and the physician sent the patient to the hospital. The patient's hemoglobin at the hospital was 8.8 g/dl (method not specified). The hospital administered IV infusion. The patient's hemoglobin after infusion was 7.3 g/dl. The patient received three units of blood. The patient's hemoglobin was 8.0 g/dl (cell-dyn 1700) and 8.5 g/dl (cell-dyn 1800) twelve days later. No impact to patient management due to the cell-dyn 3200 results was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The abbott customer technical advocate (cta) instructed the customer to send the patient results and quality control (qc) data. Additionally, the customer was instructed to run a precision test. The precision test was within specification. The customer reported that the patient has a chronic condition of anemia. New patient results correlated well with an alternate instrument. No further investigation was required. The instrument was performing within specifications. A review of the patient data showed that all parameters were underlined and mcv had an rbc morphology suspect population flagging on the first run. The repeat run showed all parameters were underlined and contained rbc morphology, variant lymphocytes, bands, nwbc, and wbc diff alert suspect population flaggings. The cell-dyn 3200 system operator's manual provides information to assist in problem identification, isolation, and corrective actions including the cause and suggested action related to rbc morphology flagging. Anemia is listed as one potential cause of rbc morphology. Complaint tracking and trending was reviewed. No product issue was identified for the cell-dyn 3200 related to low hgb results on patient samples. The issue was related to a patient with chronic anemia. There was no systemic issue with the cell-dyn 3200 product line. This is the final report.